Manufacturer narrative:
Manufacturer investigation conclusion: the report of an m4 alarm on one system followed by a s3 alarm and blank flow reading on a second system was confirmed through the analysis of data log files retrieved from the two returned 2nd gen primary consoles associated with this complaint. The first returned centrimag 2nd gen primary console serial number (B)(6) was connected to a test mag monitor and a data log file was retrieved successfully. Per the log file, the console was powered up at 12:26pm on (B)(6) 2019. The console was then set up to support a system at a set speed of ~1800rpm and a flow of ~2.9lpm. When speed was adjusted to ~3150rpm the console responded as designed and flow was captured at ~4.0lpm. At approximately 1:32pm of the same day the console alarmed with a motor alarm:m4 alert. Soon after, the pump was captured as disconnected and both speed and flow were captured at 0. The system was powered down at 1:34pm. At 2:27pm the console was again powered up. The pump was not connected, but the flow reading was captured at ~3.8lpm. The system remained operational until 3:26pm, when it was powered down again. The second returned centrimag 2nd gen primary console serial number (B)(6) was connected to a test mag monitor and a data log file was retrieved successfully. Per the log file, the console was powered up at 1:28pm on (B)(6) 2019. The console was set up to support a system at a set speed of ~3200rpm and a flow of ~3.9lpm, and supported the system as designed. At 2:22pm the console alarmed with a system alert:s3 alert as a result of an active "can bus send error". Following this event, the flow reading became blank (captured as 0lpm in the log file) but the speed remained at the set value of ~3200rpm. The console also alarmed with a flow signal interrupted:f2 alert, consistent with the blank flow reading. The console continued to support the system at the set speed but without a flow reading until 3:22pm, when the system was powered down. The returned centrimag motor serial number (B)(6) was evaluated and tested by the service depot. The reported m4 and s3 error alarms could not be duplicated during their evaluation. However, it was verified that the returned motor was defective after testing it with a test 2nd gen console and flow probe, as well as with the console serial number (B)(6) and flow probe serial number (B)(6) associated with this complaint. After being connected and powering up the system, the motor immediately produced an motor disconnected:m2 alarm. Continuity testing of the motor's cable revealed an open connection in the bearing phase b2 (b2+/b2-) line when the cable was manipulated at the bend relief adjacent to the motor's housing. This damage had the potential to result in the reported events. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the motor's cable during use. It was noted that the returned motor was over 8 years old. The defective motor was scrapped. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D3, g1-g2: correction.

Manufacturer narrative:
Approximate age of device: will be updated upon investigation completion. Manufacturing report numbers associated with this event: 2916596-2019-02277; 2916596-2019-02276; 2916596-2019-02282. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a centrimag ventricular assist device on (B)(6) 2019. It was reported that a motor fault alarm (m4) occurred and a motor exchange was conducted to the backup motor. Then in the ambulance the flow probe stopped reading, but no change in revs and the flow could still be seen in the connections. The health care provider stated it exchanged the probes. The flow was restored the same as before. After the flow probe exchange the primary console emitted a system alert (s3). The journey was continued with flow probe from the 1st console and "revs" from another. Back at the hospital, the account swapped the patient onto a new console. The account also stated the motor became noisy and they switched to another. No further information was provided.